Event description:
It was reported that, "patient presented with thigh pain. Cobalt chrome blood levels where 10.2. After explant surgeon noticed a cyst in the groin area. He excised it and did stat cultures which came up negative. A 2030-6530-1, mhetm2 6.5 bone screw 30mm; 2030-6530-1 45emmd 6.5 bone screw 30mm; 2030-6530-1, mhmmww 6.5 bone screw 30mm; spt-080000s rejuvenate stem."

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. A visual inspection was performed. Corrosion product was observed at multiple locations on the modular neck both within the taper junction and micro-motion were both observed in the areas examined along the medial side of the neck trunnion to stem taper of the modular neck. No material or manufacturing defects were observed on the surfaces examined. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.